Event description:
During a routine dressing change on patient's (pt's) left upper extremity (lue) peripherally inserted central catheter (PICC) line, line noted to be broken right above the hub and leaking bloody/serosanguineous drainage. Line clamped above the level of the break, cardiac intensive care unit (cicu) app and attending dr. Notified. Ivt at bedside to assess. Line was originally placed on (B)(6) 2025 by (B)(6) is a 3fr 13cm CT compatible bard single lumen PICC, lot #: rehz1001.